Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a cleft lip repair procedure, the needle broke when suturing the skin using intermittent suturing. It involves more than three defective devices with different lot numbers that occurred in same case. Another device was used to complete the case. There was no patient injury.